Manufacturer narrative:
Error 53 is displayed when there is a discrepancy while the system is comparing online monitor currents 1 & 2. The error causes the laser to stop, and the screen notification indicates to the user to restart the system, and call service if the error persists. A review of similar product complaints shows that the same malfunction of intra-operative error #53 has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device (microscopic knife) as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. A lumenis service engineer visited the site two days after the reported event. After confirming error #53 on the subject device, the engineer performed multiple calibrations on the system, ran calibration tests, and after verifying that the system operated according to manufacturer's specifications, the system was returned to the facility.

Event description:
A user facility reported that while using their lumenis acupulse laser in a tracheostomy procedure, the system displayed error 53 and immediately disabled the laser. The screen notification read "please restart system. If error persists, please call service". Following the instructions on the screen the operator was able to restart the system and continue operation five times; each time however error 53 appeared again and disabled the laser. After the fifth occurrence of error 53, and although the procedure was almost completed, there were no more attempts to restart the system and continue with the laser. The remainder of the procedure was completed by incision with a microscopic knife.. No report of patient complications was received, and no report alleging the device malfunction caused or contributed to any change in the patient's condition.